Event description:
It was reported that a farawave was used in a pulse field ablation procedure. After the catheter was removed it was noticed the irrigation was no longer possible and had no flow to the proximal end of the splines. Attempts made to flush through the flushport but no fluid came out and it was evident the port was blocked. The catheter was replaced and he procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
It was reported that a farawave was used in a pulse field ablation procedure. After the catheter was removed it was noticed the irrigation was no longer possible and had no flow to the proximal end of the splines. Attempts made to flush through the flushport but no fluid came out and it was evident the port was blocked. The catheter was replaced and he procedure was completed with no patient complications. The device is expected to be returned.